Event description:
It was reported that a m.blue valve (part # fx803t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be in underdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 8 years height: 129 centimeters (cm) weight: 28 kilograms (kg) gender: male.

Manufacturer narrative:
Manufacturing and quality control data the m. Blue® was manufactured by a qualified employee in january 2022. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The m. Blue® has a normal pressure of 15 to 55 cmh2o and in the vertical position and a fixed pressure of 15 cmh2o in the horizontal position. The valve was inspected as article fx803t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection no significant deformations or damage of the valve were detected during the visual inspection. Permeability test a permeability test has shown that the valve is permeable. Adjustment test the m. Blue® valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is operating within the accepted tolerance in the horizontal but not in the vertical position. Internal inspection after dismantling of the valve, deposits were found in m.blue® results based on our investigation, we confirm that the valve shows a slower flow of liquid, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.